Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead exhibited externalized conductors and sensing issues. The patient received inappropriate high voltage therapy from the lead. The doctor told the patient the lead would need to be replaced.